Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device is pending return. The investigation is currently underway.

Event description:
Was reported that during advancement of the catheters into position to create the ulnar-ulnar arteriovenous fistula (avf) through the brachial vein and artery approach, the venous catheter electrode allegedly deformed out of the backspot / housing position. Therefore, a new set of catheters were used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during advancement of the catheters into position to create the ulnar-ulnar arteriovenous fistula (avf) through the brachial vein and artery approach, the venous catheter electrode allegedly deformed out of the backspot / housing position. Therefore, a new set of catheters were used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history report was performed. A device history review was not required as this is the first complaint reported for this lot number to date. Investigation summary: the sample was received and evaluated. The venous catheter effective length was measured and found to be 51.1cm in length. The electrode was deformed and unseated from the electrode housing. The device electrode toe length was measured and found to be approximately .0272in. Therefore, the investigation was confirmed as the sample returned was evaluated and found to have a deformed electrode. However, the root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.